Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Device had cracked case at the display window corners and display window and minor scratched lcd window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was trying to deliver a bolus and the button got stuck. Blood glucose value was 107 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.